Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, recurrent urinary tract infection and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, recurrent urinary tract infection and urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, dysmenorrhea, and menorrhagia. The patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy and cystoscopy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.